Event description:
The customer complained of no image display and image quality issues. Both were likely attributed to the same root cause. There are no reports of patient injury or death associated with this event.

Manufacturer narrative:
A ge service representative performed an on site investigation. The reported issue could not be duplicated. The system was tested and found to be working as intended and put back into service.